Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/03/2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download did not find any issues related to customer complaint. The functional testing was performed and did passed. The reported event of initializing screen without manual restart was undetermined. A root cause could not be determined.